Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary (B)(4) the full lead was returned and analyzed. Primary analysis findings: no anomalies found. Blood/body fluid was present in all conductors (no obstructed). Electrical testing to determine continuity of the conductor(s) passed. Lead functionally normal.

Event description:
It was reported, during the implant procedure, the lead was unsuccessfully attempted due to patient's anatomy; unsuitable lead length was selected for implant. Accordingly, a longer same brand lead was selected and implanted uneventlfully. No patient complications have been reported as a result of this event.